Event description:
Vagal nerve stimulator was implanted in 2002. It has not been working for about the past 6 months. It was unclear from interrogation if the generator was not working or if there was a lead fracture. The device and lead were replaced.